Event description:
Event originally reported under MDR# 1220246 2006 00093 involving part # ar-6475. Pump tubing info obtained later upon its return with pump in july 2006. After shoulder case, excessive fluid was noted in neck, arm and chest area. Pt taken to ICU. Case was delayed 47 minutes. Surgeon stated pt is doing fine with no adverse consequences as a result of event. This device is used for treatment. Hosp medwatch report received with devices is attached. Report indicates the pump continued to run and did not seem to reach preset pressure of 40mmhg, causing extravasation in pt's neck. Pt taken to ICU on ventilator overnight (left on as precaution). Pt discharged the next morning without problems.

Manufacturer narrative:
The tubing was returned with the bladder flat. No leaks, however, were detected during testing of the tubing. This condition is typically related to improper pump/tubing setup. MFR's evaluation revealed no condition in the pump that would have cause or contributed to this event. Review of similar incidents reported to arthrex where pump & tubing were returned for evaluation, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets cearly warn the user of the consequences of not folllowing the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outline the proper set up procedure and sufficiently warn the user of the potential consequences (extravasation) if the directions are not followed.